Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not activating the irrigation pump from scope switch. The issue was identified during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h6, h11 the device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the video processor was not activating because the third-party pump does not have a connector to allow cable activation and can only be operated via footswitch. Activation requires a compatible pump connected via cable to the processor. No issue was identified with olympus equipment. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. Customer was advised to connect compatible pump via cable to the processor. Troubleshooting resolved issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.